Event description:
The intended procedure was a diagnostic colonoscopy. The patient was under monitored anesthesia care and 2-5 minutes of additional time was added to the complaint due to troubleshooting of the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was a temporary malfunction because the software could not recognize the cm board, resulting in the error.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The unit was tested with an olympus light source and multiple scopes. The reported error did not occur and the unit was verified to function within specifications. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, a "b40" error was generated and the information to the left of the screen, such as patient information, date/time, comments, etc., disappeared. When the problem occurred, photos could not be captured and previously taken photos could not be printed. It was reported that if the unit was powered off then on, the error went away. The procedure was completed using the same device without delay. There was no patient injury, associated with the problem, reported to olympus.